Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The foot end floor lock is not engaging on one side. To try pushing down on the floor lock and picking up slightly on the foot board to make it lock.